Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined it is possible the foot taught tissue or calcification. When this occurs the foot during closure can surf distally and lock over the guide edge. With the foot locked in the partially open state a latched onto tissue entrapment is likely. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral arteriotomy closure of the left and right common femoral arteries (lcfa and rcfa) using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, one proglide device got stuck in the lcfa due to the footplate remaining open after completing step 4. A surgical cutdown was performed to remove the device. In the rcfa, the footplate didn't fully retract and resistance was felt when removal. This occurred with two proglide devices, causing vessel lacerations. A surgical cutdown was also performed to remove the devices and repair the rcfa. The procedure was completed with the 12f sheath in the rcfa. Hemostasis was achieved with surgical suturing at both access sites. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.